Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
Notification was received of abiomed¿s long-term outcome and quality indicator impella registry reporting that a patient endured ventricular fibrillation with a "possible" relationship to the impella device. It was reported that just after impella placement in the catheterization lab, the patient developed ventricular fibrillation. The arrhythmia was corrected with cardioversion (twice) and medical therapy. The patient had successful support and survived the event.

Manufacturer narrative:
The investigation for the reported ventricular fibrillation/ventricular tachycardia (vf/vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vf/vt could not be determined. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.